Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
A physio-control service representative was performing preventive maintenance on a customer device and observed that the device had logged an event code in the memory which is related to a potential issue of the device to charge for defibrillation. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.